Event description:
Upon removal, it was noted that one of the firmap catheter splines broke at the distal end. The topera rep on site during the case indicated there was no entanglement or maneuvering observed that would have created this disconnection. The mapping procedure was completed with this catheter and no pt injury has been reported.